Event description:
It was reported via repair work order that the power load was not functioning correctly due to a broken dog bone and trolley tray. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power load was not functioning correctly due to a broken dog bone and trolley tray. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was found that the routing tray was fatigued with no issues of functionality loss reported. The routing tray is a cosmetic component of the device. It was also reported that the power load bottom release arm (dog bone) was broken. The power load was still fully functional without this part. The bottom release arm (dog bone) does not affect functionality of the power load system if damaged or missing. This part is used during the assembly process as a guide. Once the unit is assembled it does not contribute to the functionality of the device.